Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they completed all of their lower aligners and still have post-treatment concerns regarding your central incisors still being crooked/a gap still being present. The patient is at the end of treatment and is unhappy with their current alignment, the patient also reports their bite concerns and possible anterior open bite present. The patient also said that their gap is big enough that their tongue can stick out of, and they still have trouble biting things.